Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
Received incrowd survey 27399-evh pms- july 2023, where they commented "again sometimes the cone comes cloudy straight out of the kit" when asked about the harvesting tool hemopro 2 (vh-4000) the dissection tip provides visibility during dissection when attached to the 7mm endoscope.

Manufacturer narrative:
Tw # (B)(4). Corrected section: h6- problem code changed to 1408.

Manufacturer narrative:
Trackwise ID#:(B)(4). No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.